Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead were suspected to exhibit a loss of capture due to an extra deflection following ra pacing. Technical services (ts) reviewed device data and couldn't determine if this was a true loss of capture. Ts also suspected the deflection could be oversensing of ventricular signals on the atrial channel. However, the deflection falls into blanking and wasn't impacting the timing cycle. It was noted there was no pacing inhibition or asystole. Ts recommended re-evaluating the patient in clinic to determine if the rhythm correlates with depolarization or true loss of capture. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead were suspected to exhibit a loss of capture due to an extra deflection following ra pacing. Technical services (ts) reviewed device data and couldn't determine if this was a true loss of capture. Ts also suspected the deflection could be oversensing of ventricular signals on the atrial channel. However, the deflection falls into blanking and wasn't impacting the timing cycle. It was noted there was no pacing inhibition or asystole. Ts recommended re-evaluating the patient in clinic to determine if the rhythm correlates with depolarization or true loss of capture. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The patient was seen in clinic and capture threshold was in range. No programming changes were made.